Event description:
The customer reported motor error and no delivery alarms during priming. The customer declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the electronics. Unable to verify any alarms due to the blank display.